Event description:
It was reported while using bd luer-lok¿ 1-ml syringe 5 ml ll syringe w/o needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: drug had leaking from the spiros connection on 1 azacitidine syringe. Customer provided additional information on 5 jan 2023 confirming origin of leak was at the luer lock of the product.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage at luer connection was not confirmed upon inspection of the photo. A returned sample is need to confirm this defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history review was conducted for lot number 1174242. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe 5 ml ll syringe w/o needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: drug had leaking from the spiros connection on 1 azacitidine syringe. Customer provided additional information on 5 jan 2023 confirming origin of leak was at the luer lock of the product.